Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of (B)(6) results for 2 patient samples taken from organ donors tested for elecsys hbsag ii (hbsag ii) on a cobas 6000 e 601 module. The 2 patient samples were obtained on (B)(6) 2018 and (B)(6) 2019. The hbsag ii results for both patient samples were "(B)(6)" on the e601 module. The specific results were not provided. The (B)(6) results were reported outside of the laboratory. The organs were not used for donation. The hepatitis b virus (hbv) results from the polymerase chain reaction (pcr) method from 2 different sites were "(B)(6)." The specific results were not provided. There was no allegation that an adverse event occurred. The e601 module serial number was (B)(4). The 2 patient samples were submitted for investigation. The samples were tested with hbsag ii reagent lot 183332 on an e601 module at the investigation site. The investigation reproduced the customer's (B)(6) results: sample 1 result was 0.283 coi ((B)(6)), sample 2 result was 0.421 coi ((B)(6)). Based on these results, a general reagent and handling error can be excluded. The samples are undergoing further investigation.